Manufacturer narrative:
510k: this report is for four (4) unknown locking screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery due to a hypertrophic nonunion of the distal third tibia with mal-alignment. Patient had the initial tibia nail (side unknown) surgery on (B)(6) 2016 for a bone fracture. It is unknown what was initially implanted as the surgery was performed at a different facility. It is unknown if there were any reported issues during initial surgery. It was confirmed via x-rays on unknown date that patient had a hypertrophic nonunion of the distal third tibia with mal-alignment. It is unknown if the nonunion was discovered during a routine checkup and if patient reported any adverse events. Patient was revised on (B)(6) 2017. Surgeon explanted one (1) 13mm titanium (ti) cannulated tibial nail-expert and four (4) 5.0mm t25 locking screws. The hardware was easily removed and intact. Patient was revised to a new nail and four (4) 5.0mm t25 locking screws. Surgery was successfully completed without surgical delay. No medical intervention required. Patient status/outcome was reported as stable. This report is for four (4) unknown locking screws. This is report 2 of 2 for (B)(4).